Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. It was noted that the pocket site was kept left of the midline.

Event description:
It was reported that the patient underwent a revision procedure for an unknown reason. It was noted that the pocket site was kept left of the midline. Additional information was received that the reason for the revision was due to discomfort from the battery when patient laid on the back.